Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter displayed an unknown error message. The complaint was classified based on customer care advocate (cca) documentation. The patient could not specify when the meter issue occurred. The patient manages her diabetes with metformin pills and novolog insulin and did not make any changes to her usual diabetes management routine in response to the alleged issue. The patient claimed that at an unknown time after the alleged issue occurred, she developed a symptom of ¿sweats¿ and that on (B)(6) 2015 she received advice from a healthcare professional (hcp) to ¿call lifescan to obtain new test strips¿. It is unknown if the issue was resolved when the patient was walked through a retest. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury after the alleged meter issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.